Event description:
Per complaint (B)(4), during laboratory procedure, patient experienced loss or loss of implant to integrate.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated for report submission date and to report device evaluation results. Updated for follow-up report submitter, for awareness date and for report type and follow-up number. Updated for follow-up type, for device evaluation status and method, result and conclusion codes. Ni - no information for section patient identifier and weight. Device received is different from that which was submitted on the initial 3500a report. Lot number and manufacture/expiration dates previously submitted do not apply. Device returned was not manufactured by our company.